Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with striae in the left eye. A flap lift and rinse was performed at another eye center. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had complaints of halos/glares/shadows and stated they can't see well. Patient reported symptoms are not interfering with daily activities. It was reported patient's symptoms were resolved on (B)(6) 2017 however, was monitored closely until inflammation resolved in left eye on (B)(6) 2018. Bcva from (B)(6) 2017: right eye pre-op 20/20 -.50 x -1.00 x 93, left eye pre-op 20/20 -.25 x -2.25 x 85.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.